Event description:
It was reported in an article in stroke journal that four and a half months post procedure the patient had recurrent stroke in the territory of the previously treated internal carotid artery (ica) and 90% in-stent stenosis. The patient demonstrated a flow decrease of more than 50% compared with an initial post-treatment flow rate. Re-angioplasty was performed to treat the recurrent critical stenosis.

Event description:
It was reported in an article in stroke journal that four and a half months post procedure the patient had recurrent stroke in the territory of the previously treated internal carotid artery (ica) and 90% in-stent stenosis. The patient demonstrated a flow decrease of more than 50% compared with an initial post-treatment flow rate. Re-angioplasty was performed to treat the recurrent critical stenosis.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke and restenosis are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Complaint source - literature: amin-hanjani et al. Stroke(USA)2010;41:2534-2538 - (B)(4)